Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that big air bubbles were found during changing the reservoir. The blood glucose of the customer was 300 mg/dl. Customer stated that leak was not found at the p cap connection, infusion tubing and reservoir. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 5 open/used reservoirs. Performed pre-fill test to reservoirs per (B)(4). No air bubbles observed during analysis. Checked o-rings/stoppers groove for defects and none were found. Also ran basal, bolus occlusion test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion sets. Installed reservoirs and connector into a 7xx pump. Conclusion: reservoirs no air bubbles.